Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in japan. It was reported that the patient got high blood glucose level with value of 400 mg/dl on (B)(6) 2025.the patient received insulin injection using a pen and blood glucose decreased to 250 mg/dl. The patient also experienced symptoms such as vomiting and sore throat. No further information available.